Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during patient use, the touch screen was found to be unresponsive. The patient was transferred to another ventilator. There were no negative patient consequences reported.